Event description:
It was reported that the pace/sense portion of the right ventricular lead had a possible fracture. The pace/sense portion of the lead was capped and replaced with a new lead. The high volt portion of the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the high volt portion of the lead has been explanted.